Event description:
The patient reported no stimulation sensation when her implantable neurostimulator (ins) is turned on. She also reported that she only feels stimulation when she puts the "programmer over her ins to make adjustments." It was noted that the loss of therapeutic effect occurred following a back surgery on (B)(6) 2011. Since that date, the ins has been reprogrammed over 12 times without success. The patient indicated that an x-ray (date unknown) taken after the back surgery showed something that looked like a "c cell battery" above the ins. The patient has also reported pain around the ins site since the implant. She reported that she had an appointment on (B)(6) 2011 to have the ins explanted. Additional information has been requested, but was not available as of the date of this report. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 3058 serial # (B)(4) determined the ins was functionally okay with no significant anomalies. Foreign material was in the connector port. Analysis of tined lead model 3889-28 lot # v457459 determined the conductor coils were crushed 10.7 cm from the distal end with no significant anomalies.

Event description:
Additional information received reported that the patient's entire system was explanted. It was noted that the patient tried about 6 to 8 times to reprogram, but the device did not work. It "shorted out" except when programmed.

Event description:
Additional information received noted that the patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the explanted device was quarantined in the hospital for three weeks. Per the diagnostics, there was nothing wrong with the device, however the device would be returned for analysis.